Manufacturer narrative:
Device codes: 1562 labeled 2017 labeled. Internal file number - (B)(4). Device code 2017: against resistance. Evaluation summary: a visual inspection was performed on the retuned guide wire. The reported separation and stretched coils were confirmed. The reported difficulty to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the guide wire hi-torque guide wires instructions for use (IFU) states, do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the guide wire, this was due to the guide wire interacting with the anatomy, therefore the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incident reported from this lot. The investigation determined the reported difficulty to remove resulting in a guide wire separation and stretched coils appear to be related to operational circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the IFU as a known patient effect of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it is the physician's opinion that the dissection was due to the abbott guide wire. No treatment has been performed, but the patient will be having a consultation with a vascular surgeon. When resistance during removal was felt with the anatomy, force was applied. The guide wire separated outside the anatomy, and it was confirmed that no portion of the guide wire remains in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery. Following stent deployment, difficulty removing the hi-torque balance middleweight hydrophilic guide wire was felt with the anatomy. The guide wire was removed. An unspecified guide wire was attempted to be used but failed to advance to the artery. A dissection along the axillary artery was noted through angiography. It is the physician's opinion that the dissection was due to the guide wire, and no treatment was performed. A follow-up is to be done by a vascular surgeon to check the dissection evolution. No additional information was provided.